Event description:
MFR received a report from an alzheimer's nursing facility that a pt had attempted to crawl over the top of the bed rails while they were in the up position. As a result of this incident, the pt became entangled around the end of the side rail and suffocated. No malfunction of the equipment has been reported or alleged.